Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access immunoassay system and obtained lower, erratic results that were all above the customer's established normal reference range. The sample in question also exhibited erratic creatinine kinase mb (access ck-mb) results, all above the assay's normal reference range, in conjunction with the access accutni+3 results obtained. The initial elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma tube with a gel separator which was then centrifuged for one (1) minute at 12,000g (g-force) at 25 degrees celsius. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.